Manufacturer narrative:
Product analysis only the mvp was returned the delivery wire or yellow introducer was not returned for evaluation. The mvp was returned fully deployed/opened and no damage was observed to the struts of the membrane no damage was observed to the threading where the delivery wire is connected image analysis:one still image and two videos were submitted for review. The still image depicts the mvp detached from the delivery wire, and the videos indicate that the mvp appears to have detached from the delivery wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the plug micro vascular mvp-7q, the mvp plug could not detach as intended despite multiple attempts to rotate it anticlockwise. After several attempts, the plug detached from the delivering wire, but the delivering wire accidentally gotten stuck with the plug. The plug was then accidentally pulled back and fell into the aneurysm sac. The plug was retrieved successfully by snare, and the procedure was completed with a replacement mvp plug of the same size. No patient complications have been reported as a result of this event.